Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. If information is provided in the future, or upon completion of analysis if the product is returned, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise resulting in inappropriate atrial tachy response (atr) episodes. Additionally, high out of range pacing impedance measurements were observed. There was a concern of lead fracture and an x-ray was performed which showed clavicular crush damage. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.